Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device manufactured on 12/20/2012 and was last repaired on (B)(4) 2013 for a non-related issue. Evaluation of the device indicated that no visible issues were observed with the device and the device was within calibration specifications at all tested thickness settings. Unable to determine a cause of the reported complaint. The device was serviced and returned to the customer.

Event description:
It was reported that the thickness of the skin graft different from the setting of the simmer air dermatome ii. Additional clinical follow up with the customer indicated that there was no patient injury associated with the reported issue and the harvested graft was able to be used. There was no need for an additional unplanned graft harvest from the patient and there was no extension of delay in surgical time.